Manufacturer narrative:
The event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Problem code a1502 captures the reportable event gel misplaced - non vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was placed during a spaceoar vue placement procedure, performed on (B)(6) 2023. Fiducial markets were placed transperineally, and all of the pre-injection steps and safety checks were completed. The procedure was performed under local anesthesia. It was reported that visualization during the procedure was not compromised. Computerized tomography (CT) was performed and showed the gel contouring the outside edges of the prostate capsule and also misplaced in the incorrect location. The patient's condition was reported stable. He is going to continue with his external beam radiation therapy. No patient complications were reported as a result of this event.